Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Functional testing was performed and the test failed. The reported event of loss of connection was confirmed. The probable cause was determined to be a defective transmitter.